Event description:
The customer's mother reported that the son's blood glucose had been low, in the 40s mg/dl, but later rose to 352 mg/dl. When she removed the pod, she observed that the cannula was not in the skin. She stated that he had been at a birthday party and playing and active, so "he must have knocked the cannula out." She did not see or smell insulin, but did see a kink in the cannula. She gave him a 2.65 unit insulin bolus with the new pod.

Manufacturer narrative:
The returned device was evaluated and performed as designed. There are safety mechanisms in the device design to prevent over-delivery of insulin that contributes to hypoglycemia. No defect or deficiency that would result in the cannula failing to insert correctly or the pump failing to delivery insulin were found. The caller reported that the cannula appeared to have dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. It cannot be confirmed, nor excluded, through laboratory testing. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin -- usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery," and "test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider." Qualification records were reviewed and the product lot met all acceptance criteria.